Event description:
This patient had place in january, 1988 bilateral breast implants. The patient developed rheumatoid arthritis november, 1988, the patient complained of pain behind the left breast. A bilateral capsulectomy with the removal of the imlants was performed. The right capsule was opened with some exudate present. Both implants were intact. This report was submitted 3/12/92 but I was unable to confirm it being sent. This report is late because the orginal report was sent to the FDA.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.